Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened few years ago.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No further information has been obtained despite good faith efforts.